Manufacturer narrative:
(B)(4). Device evaluations results/investigation findings: on 15 june 2020, technician replaced both level sensors, verified proper functioning, and returned the unit to service. Root cause: due to a range of external variables potentially impacting the component, identifying definitive causes for each level sensor failure is generally not possible. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time

Event description:
It was reported that during cleaning the fluid was not being read correctly in both cylinders. No adverse event was reported as a result of this malfunction.